Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced an unspecified infection. The patient was recovering and was discharged (B)(6) 2011. Dianeal therapy was ongoing. Concomitant medications were not reported. The consumer did not provide an opinion on causality. Further information was received by the nurse: this case is now medically confirmed. The nurse reported the following. The nurse confirmed the dates of hospitalization. Upon discharge, the patient started remedial treatment with vancomycin, 1 gram, ip, every five days. Dianeal therapy was ongoing. The nurse stated the cause of the peritonitis with (B)(6) was unknown and was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11b07024 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.